Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked middle (enter) keypad button, scratched keypad overlay, scratched case. The pump was received with a battery cap. The battery cap contact detached from the battery cap and fell into the compartment prior to visual inspection. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests; it failed self test. Self test failed because the vibrator failed to vibrate when it was suppose to. No pump errors 4, 63, or 53 occurred during testing. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms the following pump errors that could potentially trigger a critical pump error (open book image): pump error 4 occurred on (B)(6) 2023 @ 09:47:06; pump error 63 (variableinfo = 0x03 hex = 3) occurred on (B)(6) 2023 @ 09:47:08 & 11:06:49; pump error 53 (filenumber = 2005, linenumber = 5632) occurred on (B)(6) 2023 @ 09:47:53. The case was cut open. After visual inspection, there are signs of previous moisture presence in/around the following: battery compartment, battery board; pcba1--back of the lcd screen; force sensor flex cable terminal. A visual inspection of u1 on the keypad assembly under a microscope reveals that there is a broken trace at pin 6. In summary, the customer¿s report of pump errors 4, 63, and 53 all were confirmed in the pump's history. Pump error 4 is due to a hardware error. Pump error 63 (variableinfo = 0x03 hex = 3) is due to a broken trace at u1 pin 6 on the keypad assembly. Pump error 53 (filenumber = 2005, linenumber = 5632) is due to a software issue. Finally the broken vibrator is due to the moisture damage on the battery board where it is located. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia at the time of the event  and received a pump error 63-¿hardware low level failures, pump error 4 ''the motor arm cannot communicate with the main arm''  and pump error 53-¿¿software error detected¿'. Customer was treated with insulin pump. Troubleshooting was performed. No further patient complications were reported. Customer discontinued using the pump. Insulin pump will be returned for analysis.